Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery compartment casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings:.there is a battery compartment crack on the side of the pump coming down from the threads towards the case seal. There is a battery compartment crack running from the left corner of the bumper pad to the case seal. The display is dim with a red hue.